Event description:
The international distributor reported the ventilator went vent inop, and alarmed. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor's service technician confirmed the ventilator went vent inop due to an exhalation motor error. The service technician replaced the exhalation motor controller board to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specifications.